Event description:
An authorized service ctr for the MFR (mckinley medical) reported a complaint received from a user facility. The user facility returned an electromechanical ambulatory infusion pump, stating that it was alerting a "system malfunction - ER.u". There is no report of pt injury.